Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blood glucose of 290mg/dl and previously had high blood glucose of an unknown level. Customer is calling to do the pump high pressure test. Troubleshooting found that the insulin pump did not pass the test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was tested with a water fill test reservoir and no air bubbles anomaly noted. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with a glucose sensor simulator and displays the 100 value properly on the display graph. No unexpected lost sensor, weak signal or any sensor alarm anomaly during testing noted. Also, the pump communicated properly and recorded the 55 mg/dl value properly from the glucose meter. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.